Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a cut guidewire was confirmed. The product returned for evaluation was the distal segment of a guidewire. A gross visual inspection of the returned unit found that the guidewire was kinked in multiple locations and a portion of the outer coil wire was missing, allowing a large portion of core wire to remain exposed. Microscopic inspection of the core wire fracture site found that the core wire had sharply formed fracture edges and the facture surface had striations present. The observed features were consistent with damage caused by contact with a sharp edged instrument. An examination of the guidewire structure revealed no potential damage/defect related to manufacture of the product. This complaint will be recorded for future trending and monitoring purposes. There were no samples returned for the remaining five instances, therefore those cases remain inconclusive.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported the customer trimmed the tip of the guidewire, the customer successfully advanced the sheath. It was reported this occurred with six devices. This report addresses all six devices.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported by the customer that on (B)(6) 2026, during a PICC line insertion procedure, the customer encountered difficulty advancing the sheath. Upon close inspection, a barbed hook was observed at the tip of the guidewire. It was reported this occurred with six devices. This report addresses all six devices.